Manufacturer narrative:
This report is submitted on 4 november 2020.

Event description:
Per the clinic, the patient experienced infection at implant site, subsequently the device was explanted on (B)(6) 2020. Re-implantation is planned but has not taken place as of the date of this report.